Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Reportedly, customer did not bolus when they ate a piece of cake. Additionally, the customer's cartridge was out of insulin. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Recommendation was made to consult with a healthcare provider to discuss diabetes management.